Manufacturer narrative:
Model number provided is for toothbrush handle. The incident occurred on the proresults gum health brush head which is an accessory. The serial number of the brush head was not provided. Complaint received from (B)(4). Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that a bristle from the proresults gum health brush head fell out in their mouth. No injury reported.